Event description:
It was reported that stent damage occurred, requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left main coronary artery extending into the left anterior descending artery (lad). The lesion was predilated and a 3.50 x 24mm synergy megatron drug-eluting stent (des) was advanced and deployed. Expansion of the front of the stent was performed with a 5.00 mm balloon. A guidewire was advanced toward the lad via the knuckling technique, but failed to reach the distal end of the stent. When the guidewire was pulled back the stent became crushed and flattened. An additional synergy megatron was placed to complete the procedure. There were no patient complications reported.